Event description:
Procedure type: lap chole. According to the reporter: the clips kept falling out of the clip applier and into the cavity. All clips were retrieved. A new device was opened and used to complete the procedure. Operative time was delayed more than 30 minutes.

Manufacturer narrative:
(B)(4).